Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to loss of capture (loc) and high thresholds. There were no additional adverse patient effects reported.

Manufacturer narrative:
(B)(4). At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided